Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault information, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, performed reset with assistance, and was advised to call back if malfunction reoccurred; no further information was reported regarding outcome after reset.